Event description:
It was reported that after deployment of the 2.5 x 28 mm xience v stent in the mid left anterior descending coronary artery (lad), a dissection was noted in the distal lad. An unplanned 2.5 x 08 mm xience v stent was implanted in the distal lad, resolving the dissection. There was no adverse sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Event description:
Subsequent to the initial medwatch report, the following was received: the patient was hospitalized on (B)(6) 2013 due to post myocardial infarction, angina. On (B)(6) 2013, 2 xience v stents were implanted. On (B)(6) 2013, troponin I was elevated more than 5 times the normal upper limit; however, creatinine kinase-myocardial band (ck-mb) remained within the normal limit. Additionally, the patient experience unstable angina. A myocardial infarction was not diagnosed. No treatment was reported. On (B)(6) 2013, the troponin normalized and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Manufacturer narrative:
(B)(4). The reported patient effect of angina is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.